Event description:
Reported alleged the device was generating numbers in the 700s mg/dl which is outside the reading range of the glucose monitoring device. Reporter stated the serial number is illegible and was unable to perform a screen test to determine in the lcd was missing characters. Reporter. Reporter indicated when checking device memory, results were 726, 722, 54, 701, 716, 58, 712, 64 & 131 mg/dl. Reporter stated no patient was impacted by the results of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.